Event description:
On 11 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on review of the system and examples shared, the analysis shows the system was performing within expectations.overall, bg values meet the sg trends well, taking into account the delay that can occur between changes in blood glucose and changes in the glucose seen by the system. Customer care contatced to relay this information but they were unresponsive. No further information was available for this complaint.